Manufacturer narrative:
(B)(4). The user facility evaluated the ventilator and determined that the gas delivery engine (gde) needed to be replaced. A new gde has been issued to the customer. The alleged faulty gde has been returned to carefusion factory service dept where it was evaluated and found to have a faulty trans con alarm pcba. The trans con alarm pcba was routed to the carefusion failure analysis lab for further eval. Once the eval is complete a follow up medwatch will be submitted.

Event description:
The following description of the events was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep on may 20, 2014. "The customer indicates the unit stopped ventilating during use a continuous audible alarm was present no pt harm was noted. The pt was placed on another ventilator. Trained biomed will do gde replacement."